Manufacturer narrative:
Additional information; device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Lens vial returned with vial seal removed. (B)(4).

Manufacturer narrative:
Result code 114 should have been included in supplemental medwatch report. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -5.5 diopter, implantable collamer lens noticed to be torn before vial was opened on (B)(6) 2019. There was no patient contact. Back-up lens was implanted and problem resolved. Per the reporter on (B)(6) 2019, "upon opening the package, the surgeon noticed looking through the vial that the lens was torn."